Event description:
A customer reported through a company representative that the light output from the upper light source was low. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The company representative cleaned and repositioned the lamp as a preventive measure. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to a dirty lens and a poor connection between the lamp and the illuminator module.